Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a peripheral percutaneous transluminal angioplasty treatment procedure a shaft kink occurred. The 90% stenosed lesion was located below the knee in the calcified superficial femoral artery and popliteal artery with average tortuousity . A non-bsc guide wire was inserted through a 6f non-bsc introducer sheath and advanced across the target lesion. The 3.00mm x 1.5cm x 140cm spcb flextome monorail cutting balloon catheter was then advanced, however a kink was noted. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is listed as good. However, product analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). The flextome balloon was received for analysis in two pieces. A visual examination of the device found that the returned balloon showed no evidence of being inflated, however contrast media was noted in the shaft. The hypotube shaft was broken 58cm from the distal end of the spiral strain relief of the hub. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational content as device performance was limited due to anatomical procedural factors. (B)(4).